Event description:
Report received of an independent rate change. The pump was programmed to deliver pitocin at a rate of 60ml/hr. The volume to be infused (vtbi) was unspecified. Shortly after the nurse increased the pitocin from 55ml/hr to 60ml/hr, the nurse discovered the pump display indicated that the pump was delivering at a rate of 48ml/hr. The pump was reprogrammed to deliver at the rate of 60ml/hr. Shortly after the nurse programmed the pump, the pt called the nurse into the room, and at this time it was noted that the pump was delivering at a rate of 48ml/hr. The pump was removed from clinical service. The therapy was resumed at the rate of 60ml/hr with a replacement pump. There was no reported adverse pt event. There cell phones present in the room at the time of the event, yet is is unknown if they were in use. Though requested, there was no further info available.